Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was unable to lock in place when inserted into insulin pump. Customer's blood glucose level was unable. Troubleshooting was done for cosmetic damage. Customer reported that insulin pump had crack where the reservoir goes in. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.